Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for initial pacemaker implant. The pacemaker was unable to pace upon connection, which led to bradycardia. The procedure was completed on (B)(6) 2020 using an alternate pacemaker which was able to pace with no issue. There were no consequences to the patient.